Event description:
The family was running the ventilator off of internal battery while in the car. When the vent started alarming "low battery" the family plugged the vent into their car via a 200 amp inverter that they stated they use for "other equipment." When connected to the inverter the vent stopped functioning, emitted a loud, continuous beep and all display areas on the vent displayed 0s. The pt was immediately removed from the vent with no adverse consequences. The continuous alarm continued and we were unable to silence the alarm or power the vent off for several hrs. All buttons on the vent were non-functioning while we performed troubleshooting.